Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up check, the right ventricular (rv) lead was not capturing and x-ray showed the lead had pulled back into the atrium, and was actually capturing the atrium. The rv lead was re-positioned and remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during that patient had some bruising at the pacemaker site at the time of the rv lead repositioning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.